Event description:
The report received from the (B)(4) study indicated that a patient underwent ptca and stenting of the mid-distal lad, distal to the index stent in the proximal cx, and proximal to the index stent in the mrca approximately 19 months post index procedure. At the time of index procedure, the angiography revealed two vessels diseased. The indication for the procedure was +ve functional study for ischemia. The 1st lesion was in the pcx described as 20mm in length, mildly calcified, class a, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5x10mm durastar rx at 16atms and a 3.5x28mm cypher rx was implanted at 12atms. As a standard procedure, the stent was post-dilated with a 4x20mm balloon at 12atms. The 2nd lesion was in the mrca described as 18mm in length, mildly calcified, class a, and de novo with 95% stenosis. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.5x10mm durastar rx at 8atms and a 3.0x23mm cypher rx was implanted at 13atms. As a standard procedure, the stent was post-dilated with a 3.5x15mm balloon at 12atms. There were no complications reported and the patient was discharged a day after. Approximately 19 months post index procedure, angiography revealed three vessels diseased. The 1st lesion was at the distal to the index stent in the proximal cx. The % of stenosis was 95%. Balloon angioplasty was performed using a non-cordis balloon, but residual % of stenosis was noted as 70%. A 3.0x15mm xience stent was advanced successfully with good results. The 2nd lesion was in the mid-distal lad. The mid lad had long diffused 70-80% stenosis. The distal lesion was stented with a 2.5x23mm xience stent and proximal lesion was stented with a 2.5x23mm xience stent in an overlapping fashion with good results. The 3rd lesion was at the proximal to the index stent in the in the mrca. The % of stenosis was 75%.

Manufacturer narrative:
A 3.0x23mm xience was deployed by direct stenting. The event resolved without sequelae. The event was not related to the index procedure or study stent in an investigator's opinion. Concomitant medications included aspirin, bivalirudin, lasix, lisinorpil, metoprolol, metformin, plavix, prasugrel, and simvastatin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00507 and 3003742446-2012-00508.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that a patient suffered restenosis approximately 19 months post index procedure. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of diabetes mellitus (type ii) and history of allergy (penicillin). At the time of index procedure, the angiography revealed two vessels diseased. The indication for the procedure was +ve functional study for ischemia. The 1st lesion was in the pcx described as 20mm in length, mildly calcified, class a, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5x10mm durastar rx at 16atms and a 3.5x28mm cypher rx was implanted at 12atms. As a standard procedure, the stent was post-dilated with a 4x20mm balloon at 12atms. The 2nd lesion was in the mrca described as 18mm in length, mildly calcified, class a, and de novo with 95% stenosis. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.5x10mm durastar rx at 8atms and a 3.0x23mm cypher rx was implanted at 13atms. As a standard procedure, the stent was post-dilated with a 3.5x15mm balloon at 12atms. There were no complications reported and the patient was discharged a day after. Approximately 19 months post index procedure, angiography revealed three vessels diseased. The 1st lesion was at the distal to the index stent in the proximal cx. The % of stenosis was 95%. Balloon angioplasty was performed using a non-cordis balloon, but residual % of stenosis was noted as 70%. A 3.0x15mm xience stent was advanced successfully with good results. The 2nd lesion was in the mid-distal lad. The mid lad had long diffused 70-80% stenosis. The distal lesion was stented with a 2.5x23mm xience stent and proximal lesion was stented with a 2.5x23mm xience stent in an overlapping fashion with good results. The 3rd lesion was at the proximal to the index stent in the in the mid rca. The % of stenosis was 75%. A 3.0x23mm xience was deployed by direct stenting. The event resolved without sequelae. The event was not related to the index procedure or study stent in an investigator's opinion. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15189307 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00507 and 3003742446-2012-00508.